Manufacturer narrative:
Additional information: UDI, manufacture date and expiration date provided.

Manufacturer narrative:
Patient information was unavailable from the site. Event date is approximated as the site was unable to determine the exact date. Unique device identification(UDI) is not available. Device manufacturing date is unavailable. The non invasive patient tracker was returned to the manufacturer for analysis. Analysis found that the tracker was fully functional when connected to a known good system and tracked continuously during testing. When metal was introduced it would lose tracking. Switching between trackers caused a message to appear on display, then tracked normally again. No fault found.

Event description:
Medtronic received information regarding a navigation device being used for a catheter placement procedure. It was reported that the non-invasive patient tracker (nipt) would suddenly stop tracking. The surgeon adjusted the emitter placement with no resolution. The surgery was completed with navigation and there was no known impact on patient outcome. There was a delay of 10 minutes.